Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system. The occluder was sized via trans-oesophageal echocardiogram (toe). It was noted that during procedure the patient suffered an intercranial hemorrhage and died. The cause of the intercranial hemorrhage is unknown. The patient's status prior to the implant procedure was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of intracranial hemorrhage and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.